Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of perclose proglide device attempted arteriotomy closure after an intervention procedure. Reportedly, the suture could not be pulled out when the plunger was withdrawn from the suture storage device. The device was removed and hemostasis was achieved using manual compression. During device evaluation, a posterior foot break was found. There was no adverse pt effects reported. No additional info was available.

Manufacturer narrative:
Evaluation summary- evaluation of the returned device found that a cuff miss and a posterior foot break had occurred. The full suture was returned with the needle tip. The cuffs and link were not returned. The needle trajectory and depth could not be checked since the device had been returned with a posterior foot break. No marks or damaged were observed on the posterior needle tip. A root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.